Manufacturer narrative:
The device has not been returned to the MFR. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided. Insulin may have contributed to the patient's hypoglycemia.

Event description:
Reported that she experienced a hypo yesterday ((B)(6) 2013) morning and rebound hyper last night. Is using animas insulin pump with humolog insulin (other meds duromine, pristiq). Ibgstar meter sourced from diabetes educator and started using 2 days ago. Has been well controlled recently. Yesterday felt symptoms of hypo: weak legs, brain scattered, low energy, felt faint. Ibgstar reading showed 6mmol, felt like 2mmol. Ate apple and was still feeling symptomatic 2 hours later, ate further food. By the evening she was experiencing a rebound hyper. Ibgstar meter showed 26mmol, optium xceed showed 23mmol. Dry mouth, agitated.